Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user noticed that the force bipolar had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the problematic cable was black, with minor insulation peeling on the conductor wire that did not result in exposure. It was also stated that the wire was intact and not broken, with no loss of cautery function, thermal damage, or arcing observed during the procedure, and no injury reported to the patient. There were no issues encountered in removing the instrument through the cannula. The possibility of a collision between instruments during the procedure was not determined, and the batch sequence number was unavailable due to the instrument¿s prior return. Furthermore, no images or videos of the device or procedure were provided for review.